Manufacturer narrative:
The product analysis result indicates that handpiece will not work properly due to motor/cable damaged, corroded motor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the device vibrated excessively. There was no patient impact.